Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a mini drawer that was stuck and would not open for dispensing. The customer reported that the malfunction took place when the user tried to dispense the medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a mini drawer that was stuck and would not open for dispensing. The customer reported that the malfunction took place when the user tried to dispense the medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 1.13 was stuck and unable to open. A field service engineer found that spilled medicine causing tray to stick. The fse had released the stuck mini engine using a mallet and metal bar to recover the drawer. The system functioned as intended after the field service engineer repaired the device.